Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter and 1 test strip from a different lot number (39739323) than was used for the discrepant results. The returned product was tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): returned customer strip: qc 1: 3.3 inr. Retention strips: qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The customer had deleted all results from the meter memory prior to returning so no results were observed. Relevant retention test strips (lot 397393-23) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The results from the meter were 5.1 inr at 7:24 a.m. And 4.3 inr at 7:40 a.m. The result from the laboratory 90 minutes later was 3.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer is doing "pretty good."